Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) USA alleging that the patient's onetouch ping meter was "not always communicating" with the patient's insulin pump. The medical surveillance specialist (mss) was unable to obtain additional information, despite numerous attempts at contacting the reporter, so this report is based on the customer care advocate (cca) documentation. The reporter thought that the alleged issue began on an unspecified date "about 2 months" prior to the alert date of (B)(6) 2016, however only noticed the communication issue "2 days" prior to the alert date. The patient manages their diabetes with insulin pump therapy and had continued to follow their usual diabetes management routine over the past two months. The reporter stated that the patient developed symptoms of "dizziness, confusion, swelling of feet and hands and sweating". On unspecified time after the alleged product issue was thought to have started. As a result of these symptoms the patient was taken to hospital where they were admitted and treated by a healthcare professional. The treatment provided was IV fluids and the patient also had their blood glucose measured on a calibrated laboratory device during their stay. The results of the laboratory tests were not provided by the reporter at this time, however. The cca was unable to walk the reporter through troubleshooting at the time of the initial call. The patient's product(s) were requested for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. In addition the patient required medical intervention to prevent further injury as a result of this.